Event description:
It was reported that a revision procedure was performed to remove a bio-absorbable toe pin that had not yet absorbed. The surgeon stated the patient presented with symptoms of low-grade swelling, pain, and the pin working its way forward to the tip of the toe. Surgery site was the left third toe. The explant procedure was completed successfully. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. In addition to this case, the reporting surgeon stated he and his partner have had approximately thirty other similar cases which have not been previously reported. Multiple requests were made to the physician's office and surgical facility to obtain detailed information regarding these ambiguous cases. No additional information regarding these cases has been provided.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Visual inspection revealed the distal end of the implant was clear and the proximal end was cloudy. The extent of degradation of the complainant device was not far enough along to effect full absorption and was not atypical of an implant of this composition. The measured inherent viscosity of the complainant device revealed that the device was degraded at a rate that could be expected of the material. Device history record revealed nothing relevant to this event. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implant, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient compliance with post-op rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. Based on the information provided and device evaluation, the most likely cause(s) of a pin that has not yet absorbed to become symptomatic (i.e. Localized swelling, pain, and working its way out at the tip of the toe) is failure at the time of implantation to counter-sink the pin far enough below the distal cortex of the distal phalanx and/or failure to bend the toe to normal anatomical shape after the pin has been successfully implanted (per product directions for use). This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.